Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area bruised from dropping the monitor on their toe while wearing the lifevest. There was no alleged device malfunction contributing to the irritation. The patient¿s wife is a nurse who cared for the irritation. Follow up indicated that the skin irritation improved.